Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the infusion set cannulas. Customer's blood glucose was 460 mg/dl. Customer mentioned the infusion set was not inserted into her body which caused her blood glucose to rise. Customer declined troubleshooting the device. Customer mentioned the device did not alarm as designed. Customer will not be returning the device for analysis.